Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had inaccurate sensor readings causing the insulin pump to suspend delivery due to low readings. The customer¿s blood glucose during the incident was 99 mg/dl while their sensor was reading at 58 mg/dl. The customer was on the road and could not do full troubleshooting. The sensor will not be returned for analysis.